Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as uncomfortable, leaving marks on the patient where the electrodes sit, and causing itchiness. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist recommended aquaphor ointment for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.